Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump unresponsive buttons and frozen display. The customer's blood glucose value was 7 mmol/l. Customer reported that insulin pump no longer works when the buttons are pressed. The insulin pump had no been dropped or bumped into anything prior to this problem beginning. Customer reported that time clock does not advances. The device will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test and self test. No frozen screen noted.